Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
During circumcision with gomco, it became difficult to remove the foreskin from the penis. This caused a splitting tear at the foreskin incision junction requiring six sutures to close.

Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra meter was reverting to the setup mode. The medical surveillance specialist (mss) was unable to reach the lay user/ patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2010 at 8:15am. It is not known what medication, if any, the patient takes to manage his diabetes and it is also not known what action, if any, the patient took in response to the alleged issue. At an unspecified date/time, the patient claimed he developed symptoms of confusion, blurry vision, and did not feel normal. It is not specified how long the patient's reported symptoms continued for and it is not specified if the patient tested his blood glucose with another device. It is also not specified if the patient received medical intervention as a result of the alleged meter issue. During troubleshooting, the csr verified the patient was not using the subject meter for the first time. The patient denied trauma to the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.